Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient implanted with this pacemaker was admitted to the hospital due to a syncopal event. A pacemaker mediated tachycardia (pmt) episode was stored in the device and it was believed to have corresponded to the syncopal event. The rhythm terminated in approximately ten seconds. No additional adverse patient effects were reported.